Event description:
Allegedly, the eea stapler size 31mm did not completely cut the tissue when the instrument was fired. Dr stated that the tissue was not cut around the ta staple line. The surgeon had to insert scissors into the rectum and cut the anvil free from the tissue. The first device was finally removed and a second device was applied. Unanticipated tissue loss. Procedure: lar.